Manufacturer narrative:
Pending investigation. No other information was provided.

Event description:
It was reported via legal documentation that a patient had a left total knee arthroplasty on (B)(6) 2020, with revision reported on (B)(6) 2022. There is no device information provided. There is no other information available.

Manufacturer narrative:
D4: added catalog number, expiration date, serial number, and UDI. G3: added 510k number. H4: added device manufacture date. H6: corrected health effect - clinical code, health effect - impact code, component code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear could not be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.